Event description:
A health care professional reported thin, incomplete flap and was not able to lift it, flap could not be raised due to the presence of vertical gas breakthrough and refractive surgery postponed in the patient left eye during surgery .

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. During technical site visit, fse (field service engineer) concluded system meets specifications as per sir (service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check and performed four treatments without further energy check on that day. Treatment one: the log file shows that the bcc (beam control check) was performed about five minutes and seventeen seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient´s left eye was finished successfully without any issue. No deviation between planed and performed energy is detectable for the reported treatment. Treatment two: the log file shows that the bcc (beam control check) was performed about nine minutes and thirty-four seconds before the start of the treatment and not immediately before the treatment. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause cannot be identified conclusively. There is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).